Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2015 to report that the patients receiver displayed an hardware error on (B)(6) 2015. The foreign distributor had the patient perform a paperclip reset and it was unsuccessful. The foreign distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).